Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services and a preliminary evaluation was performed. An analysis of the device log confirmed a single system fault occurrence. The evaluation determined that system fault (sf) 101 describing an incorrect outlet pressure measurement was triggered. The device is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported system fault 101 was confirmed through review of the device logs. The investigation determined that the system fault 101 was triggered due to the user incorrectly installing the expiratory adapter, causing a slight leak in the circuit as well as water contamination to the expiratory pressure sensor inlet. Based on all available evidence, it appears the user disconnected the circuit during this situation, causing the system fault 101 to generate. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4)